Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit loss of capture (loc). It is planned to further evaluate the patient. No adverse patient effects were reported. This lead remains in service.